Manufacturer narrative:
Alleged failure: it was reported by sales rep (B)(4) that allegedly the needle bent when passing through rotator cuff. Reportedly there was no patient harm or delay. Reportedly the needle broke outside of the body when the scrub tech was testing it at another table. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: excessive force applied on device, attempt to pass through thick tissue or bone, attempt to load or pass incompatible suture, or technique error. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. No manufacturing date - the device manufacturer date is not known.

Event description:
It was reported that needle broke outside of the joint space. There was no patient harm or delay.